Event description:
Consumer reported she was unable to find the string to remove a tampon from her vaginal cavity. She went to the doctor for removal of the pledget. After the doctor removed the pledget, it was noted that the string was completely missing. She experienced vaginal odor because the pledget had been inside her vaginal cavity for two or three days. She did not receive any additional medical treatment and did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.